Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 11-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("violent unbearable radiating lumbar pain") in a female patient who had essure (batch no. A72333) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic menstruations"), urticaria ("punctual urticaria"), dizziness ("dizziness"), fatigue ("fatigue"), formication ("formications in hands and forearm"), hepatic steatosis ("hepatic problems: steatosis"), gamma-glutamyltransferase increased ("hepatic problems: gamma gt increased") and pain ("pain in the body"). The patient was treated with surgery (removal of essure inserts via total hysterectomy and bilateral salpingectomy on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, menorrhagia, urticaria, dizziness, fatigue, formication, hepatic steatosis, gamma-glutamyltransferase increased and pain outcome was unknown. The reporter provided no causality assessment for back pain, dizziness, fatigue, formication, gamma-glutamyltransferase increased, hepatic steatosis, menorrhagia, pain and urticaria with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-sep-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("violent unbearable radiating lumbar pain ") in a female patient who had essure (batch no. A72333) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic menstruations"), urticaria ("punctual urticaria"), dizziness ("dizziness"), fatigue ("fatigue"), formication ("formications in hands and forearm"), hepatic steatosis ("hepatic problems: steatosis"), gamma-glutamyltransferase increased ("hepatic problems: gamma gt increased") and pain ("pain in the body"). The patient was treated with surgery (removal of essure inserts via total hysterectomy and bilateral salpingectomy on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, menorrhagia, urticaria, dizziness, fatigue, formication, hepatic steatosis, gamma-glutamyltransferase increased and pain outcome was unknown. The reporter provided no causality assessment for back pain, dizziness, fatigue, formication, gamma-glutamyltransferase increased, hepatic steatosis, menorrhagia, pain and urticaria with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-aug-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 321 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.